Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to remove the cartridge and inspect various components including the o-ring and pneumatic tap area, which were found to be in order. After cleaning, the initial attempt to load the cartridge was unsuccessful, but with further guidance, the customer was eventually able to fill and load a new cartridge successfully and resume insulin delivery.